Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with unknown blood glucose value. The customer did experienced the symptoms such as gastritis, nausea and vomiting. The customer was treated by bolus with intravenous insulin drip. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization with auto mode. The customer report did not allege under delivery on insulin pump. No further complications were reported. The customer will continue to use the device.